Manufacturer narrative:
A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications flks received (1) 4mm, 32g pen needle without the tear drop label or inner shield for testing from (B)(4). The returned pen needle was examined and exhibited dark material on the surface of the np end of the hub. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. However, the ftir analysis was inconclusive as there appears to be metallic particles in the dark material. The dark material was then prepared for sem analysis and the analysis shows that the material contains copper and zinc. The sample has been sent to the manufacturing site for further evaluation. Upon completion of the secondary investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported that black foreign matter was found inside the needle hub of a bd micro-fine¿ 32g 4mm pen needle prior to use. There was no report of injury or medical intervention.